Event description:
Consumer stated she purchased two packs of a 3 pack of toothbrushes. She stated the bristles on every brush would fall off after a couple of uses; she used 5 brushes over the course of 3-4 months. Consumer was contacted and she no longer had the brushes.